Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 536 mg/dl when they woke up. The customer treated the high blood glucose with injections. The customer¿s current blood glucose level was 438 mg/dl. The customer had symptoms such as waking up feeling awful, being dizzy, and had hardly walked and was just in bed. Troubleshooting was performed. The customer stated they will change the infusion set and reservoir and treat their blood glucose with the insulin pump. It was noted that the infusion set had a bent cannula. The device will not be returned for analysis.